Manufacturer narrative:
Additional information was received in which it was reported that the physician deemed the cause of stenosis/occlusion and dissection to be a suture closure of the artery and these adverse events were not caused by the delivery catheter system (dcs)/ dcs advancement as previously captured on the initial report. No adverse patient effects were reported. Updated data: patient code: c76143. Device code: c76126. Corrected data: removed patient codes: c50600 and c50616. Removed device code: c63198. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded by the facility; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a 26-millimeter (mm) transcatheter bioprosthetic valve, difficulties were encountered in attempting to pass through the calcification in the femoral artery. The femoral vessels met the minimum sizing criteria >5.0mm with an area of circumferential calcification above the right mid-femoral head which measured 5mm x 5mm. A transfemoral 16 french dilator passed smoothly through the calcification and was removed from the body. A 20 french dry seal sheath would not pass through the calcification and was removed from body. The 16 french evolut dcs was attempted to pass but would not go thru calcification and was removed from body. An 18 french dilator passed smoothly and was removed from body. A 20 french dilator and 18fr dry seal sheath were also attempt without success of passing through the calcification. The 16 french evolut dcs was again attempted without passing through the calcification. It was decided not to attempt a 14 french evolut r dcs and abort procedure. The non-coronary cusp pigtail was pulled into descending abdominal aorta with pressure injection of peripheral arteries and visualized no vascular complication. A right femoral artery (rfa) cutdown was initiated to close rfa. After closure, angiography visualized an occluded rfa. Intervention was initiated and a dissected right external iliac (rei) was observed. Subsequently, a stent was placed, and blood flow was confirmed. No additional adverse patient effects were reported.